Event description:
Reportable based on analysis completed (B)(6) 2011. It was reported that during a coronary stenting treatment procedure, crossing difficulties occurred. The 85% stenosed target lesion being treated was located in the severely tortuous and calcified right coronary artery (rca). Predilation was performed with a 2.0x25mm non-bsc balloon. The 3.5x12mm promus element drug eluting stent was advanced but failed to cross the lesion. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is stable. However, analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the returned device consisted of a promus element monorail stent delivery system (sds). There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon. There was proximal stent damage at the first three rows with the struts stretched and flared. The tip was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).